Event description:
It was reported that the patient developed a blood clot in the left leg following a spinal cord stimulation (scs) implant procedure. During the scs implant procedure the physician also performed a two-level laminectomy to decompress the patient. The patient was hospitalized and treated with medication. The patient was discharged and had her scs device turned on to start receiving treatment. The physician assessed that the event was caused by the scs procedure along with the patient's inactivity after the surgery.